Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle popped off when being loaded into the needle holder. A new device was used to resolve the issue.